Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized from (B)(6) 2016 due to elevated blood glucose while using the infusion device. The patient had a low blood glucose level and the doctor advised that the patient needed to reduce the basal rate on the infusion device. After the basal rate was reduced, the patient's blood glucose level became elevated. The exact blood glucose result was not provided. The patient was taken to the hospital. The blood glucose results obtained at the hospital were unknown. The patient was treated with an "infusion of insulin". The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.